Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call failed battery test on the insulin pump. The blood glucose levels were unknown. Customer advised the insulin pump would reject new batteries and the issue remained unresolved. No troubleshooting was provided. The insulin pump will not return for analysis.